Manufacturer narrative:
Additional information: there were no issues with the replacement onyx. Product analysis: the device was returned for analysis. A kink was evident to the hypo-tube. The stent was positioned on the balloon between the marker bands as per position specification. No deformation was evident to the stent wraps. No deformation evident to the distal tip. The inner lumen patency was verified with a mandrel. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: it was also reported that stent deformation occurred. The procedure was completed with a different onyx stent. Facility address updated. Initial reporter phone number updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Note: please note that this device (onyx trucor) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (resolute onyx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx trucor coronary drug-eluting stent, the stent failed to cross the lesion. The lesion was noted to be hard to cross. It was reported that deformation of the product occurred. The lesion being treated was non-tortuous, mildly calcified lesion located in the distal left anterior descending artery (lad). The device was inspected prior to use with no issues noted. Negative preparation was performed with no issues. The device passed through a previously deployed stent. Resistance was encountered when advancing the device. No patient complications have been reported as a result of this event.